Event description:
Ous MDR - after an implant period of approximately 44 months, right ventricular oversensing with inappropriate shocks was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable pacing impedance around 600 ohms between (B)(6) 2014 and (B)(6) 2017 with a subsequent increase up to 1800 ohms until (B)(6) 2017. At the same time the sensing amplitude decreased from 18 mv down to 13 mv and the pacing threshold increased from 0.4 v at 0.4 ms up to 2.5 v at 0.4 ms. Furthermore the provided iegms showed noise on the rv and on the ff channel which led to shock delivery as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.